Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2011-05371. The patient received one of his percutaneous leads on (B)(6) 2011. He received another percutaneous lead on (B)(6) 2011. It was reported the patient no longer has left-side coverage provided by one of the leads. X-rays were taken and did not reveal any connection issues. An sjm representative met with the patient and found out contacts 1-8 were invalid. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.